Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the programmer froze and was unable to boot. It was noted that during the initial attempt to retrieve the device logs the programmer errored out and the logs were unable to be retrieved until the device was rebooted. The programmer was reconfigured and reloaded with software. Analysis also noted that the programmer had intermittent interrogation issues, the antenna and connection was retorqued, the antenna wires were inspected. Analysis also noted that the tab on the power cord bay was broken and lower-case feet were worn. The hard drive was reconfigured, reloaded and updated with software. The device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept freezing and was then unable to boot up following a restart. The device has been returned for service. There was no patient involvement.